Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several oversensing episodes due to right ventricular lead noise were noted and inappropriate high voltage therapy was delivered. X-ray imaging revealed that the lead was dislodged and twiddler's syndrome was suspected. The lead was explanted and replaced and the patient was in stable condition.